Event description:
It was reported that insulin pushed out during the load cartridge step. The pt reported that the problem began about one month ago. She stated that she fills the cartridge to about 70 units, confirms that she is disconnected, completes rewind, activates the load cartridge step, and then the pump pushes about half of the insulin out of the pump. The pt noted that she continues with the prime step for 1 to 2 units and continues to use the pump. She confirmed that this sequence of events occurred with each set change during the past month. The pt reported that she has not experienced any blood glucose excursions.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history showed low delivery force, but did not reveal that any loss of cartridge detection had occurred. During testing, the pump pushed out insulin during the load cartridge step and loss of cartridge detection warning occurred. During eval, the force sensor was found to be out of calibration and the force sensor plate was found to be damaged.